Event description:
Caller reported a potential false negative result on urine hcg pregnancy test. Pt presented in ed. Doctor opted to follow up, the negative rapid urine hcg with a serum quantitative test which was positive. No further info provided.

Manufacturer narrative:
Investigation: product code: fhc-a202. Lot number: hcg9040172. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 100miu/ml hcg urine lot: hcg090521-01; 284.1ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. The 100miu/ml and 284.1/ml hcg urine control yielded clearly positive results at 3 min read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. Investigation pending on returned pt sample.